Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited three episodes of noise and oversensing, leading to inhibition of pacing.